Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient received a heavy blow to the head directly on the implant site, resulting in a lack of connection to the internal device. The device was explanted on (B)(6) 2010 and the patient was implanted with another device during the same surgery.

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2007 as part of a clinical study. Subsequently, patient began to experience pain and a revision procedure was performed on (B)(6) 2008. The femoral component, tibial tray and meniscal bearing were removed and replaced. No further information has been provided to date.